Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient was being treated for an intracranial aneurysm. Lesion characteristics include: c7 aneurysm, lateral wall. Vessel tortuosity was severe. The patient is currently recovering well and was scheduled to be discharged from the hospital. No patient symptoms or further complications were reported as a result of this event. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. Multiple pipeline devices were not being used when movement occurred. The device did not jump during deployment. The tip of the catheter was under stress. The catheter tip needed to be retracted to deploy the stent. The catheter used was a marksman catheter.

Manufacturer narrative:
H3: device received, analysis in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no issue with the marksman catheter and it was used normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the dense mesh surgery, the patient's blood vessels were tortuous. During the deployment of the ped, the tip end was opened at the distal end first. During the pull-back anchoring process, the entire system fell due to the deployment of tension. After multiple attempts to raise the stent, it was unable to reach the predetermined anchor position, so the stent was recovered and removed from the body, and the micro-guidewire micro-catheter was reused to go upper again. During the stent exchange process, multiple attempts were made, but the stent could not pass through the introduction sheath into the new micro-catheter. Considering the anesthesia risk, a new stent was used. After the stent was replaced, the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire and marksman catheter used in this event were not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿movement during deployment¿ and ¿difficult placement/positioning¿ and the root cause could not be determined. The braid was returned already detached from the pusher. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm. It is likely that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.